Event description:
A 186 lb resident was being lifted into whirlpool when lift base broke causing resident to fall. No injury to resident, except bruises. Resident was sent to hosp ER for examination. Whirlpool and lift has been removed for the installation of a new tub and lift.